Manufacturer narrative:
The customer biomed had the pulled clinical audit log and saw the alarms and the alarm tones did alert. The customer indicated that the patient death actually occurred at 20:00. A philips field service engineer (fse) was able to export the log file from the central station for further review. The log was evaluated by philips; the logs show multiple instances of alarms being silenced leading up to 20:00. The fse was not able to obtain further information on the patient, as the customer was not allowed to talk about the patient. However, it was indicated by one of the nurses that the patient kept taking the leads off himself. No issues were found with the device. The alarm logs show instances of the alarm being silenced. The device remains at the customer site, and there have been no subsequent calls logged for this device/issue. No further investigation is warranted at this time.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
A customer nurse reported that there was a patient death, and they needed to confirm if the monitor alarmed. They believe there was no monitor failure, but would like to rule it out. At this time, the alarm logs have not been received for review by philips, and the available information does not give evidence that the staff were aware of the patient condition and were providing clinical care with no delay. The patient died.

Manufacturer narrative:
Patient information has been updated and referenced medwatch report (B)(4).